Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was the mid lad with heavy tortuosity, heavy calcification and was eccentric with 99% stenosis. The voyager balloon ruptured, during the first inflation, at 6 atm. There were no reported pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). In this case, no leaks were noted during preparation for use, which may suggest that the balloon was not damaged prior to use. The lesion characteristics may have contributed to the difficulties experienced. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. It is possible that the balloon material was damaged during interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation attempt. Although there does not appear to be any indication of a product quality deficiency, a definitive cause for the reported balloon rupture cannot be determined.